Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned and evaluated by failure analysis. The reported event with the instrument could not be replicated or confirmed. Failure analysis could not verify the customer-reported event. An in-house mcs tip accessory was installed on the instrument with no issues. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The blades opened and closed properly. The instrument was found to have scratch marks/abrasions on the instrument's tube adapter. There was no material missing as a result. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was not responding properly nor cutting properly. The procedure was completed with no reported injury.